Event description:
Customer is encountering problems with the connection coming loose on this set. Customer indicated this is occurring during pt use. Nurse is putting the connection together and taping it so it will stay connected. No pt injury has been reported. Samples are available for eval. No additional pt info is available at this time.